Event description:
Per the response to an additional information request to the physician, it was reported that on (B)(6) 2025 the family reported no change in seizure frequency or duration. The increase in seizure rate is at pre-vns baseline levels- no increase in seizures above pre-vns baseline levels were reported. No assessment was provided to the cause of this increase in seizures at pre-vns baseline levels. No other relevant information has been received to date.

Event description:
It was reported by the mother that during the days that the patient's device is titrated up, the patient has an increase in seizures. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may have not been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.